Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be interrogated post release during finalization. The lp was implanted successfully. No further intervention was reported. The patient was stable.